Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined.

Event description:
Same case as manufacturer's report #6000093-2007-00292. It was reported that, 101 days after implantation of a 2.75x12mm and a 2.5x16mm taxus express2 drug eluting stent, in-stent restenoses occurred. During the initial procedure, the target lesions were located in the mid left anterior descending artery (lad). A pre-intervention stenosis of 80-90% was reported. The vessel was pre-dilated with a 2.5x15mm balloon (unspecified type and size). A 2.5x16mm taxus stent was placed "across the second diagonal and deployed at approximately 8 atm to 10 atm." The balloon was "pulled back and post-dilated to approximately 12-14 atm." Follow up angiography showed that "there appeared to be irregularity in the proximal segment." A 2.75x12mm taxus stent was then "advanced into that area and overlapping the index, then it was deployed without any difficulty." A post-intervention residual stenosis of 0% was reported and "there was no dissection or thrombus and there was excellent flow in the distal vessel." The pt received heparin, intracoronary nitroglycerin, and ancef during the procedure. The physician recommended that the pt "continue aggressive medical therapy." Specific medications were not reported. The procedure was noted to be "successful." No complications were reported. The pt underwent pre-operative screening for knee surgery, 101 days after the initial procedure and was found to have an "abnormal stress myocardial perfusion study." Subsequently, a left heart catheterization revealed a 99% in-stent stenosis in the lad "in the mid segment of the two stents" that were "overlapped." Percutaneous coronary intervention was performed. The vessel was pre-dilated with a 2.5x15mm balloon (unspecified). A 2.5x18mm non-boston scientific stent was then deployed 16 atm in the region of the lesion. A post-intervention residual stenosis of 0% was reported. It was reported that there was "no dissection or thrombus and excellent flow in the distal vessel. "Technical difficulties" and "complications" were reported to be "none." The pt received heparin, intracoronary nitroglycerin, and ancef during the procedure. The physician recommended that the pt remain on plavix for three months, noting that the pt could proceed with anticipated knee surgery or wait for three months before discontinuing plavix and proceeding with knee surgery, depending upon the preference ofthe orthopedic surgeon.